Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this rv lead was explanted as it perforated the patients anatomy, no product performance issues were reported, no additional adverse patient effects were reported.